Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch had failed and needed maintenance. A field service engineer replaced the door 1 latch micro switch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door latch clicked and needed maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.